Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that there were contact marks on the probe and non-insulated area. The ptfe pad of the subject device was partially worn. The coating of the subject device was partially peeled off. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. And there is a possibility that the short circuit error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device warns; if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Cross reference MFR. Report number: 8010047-2016-00314, 8010047-2016-00315.

Event description:
It was informed that four subject devices were used during a total laparoscopic hysterectomy. The probes of the first device and the second device were broken and fallen in the patient. The fragments were retrieved. The short circuit error occurred on the third device, but it had no damage. The doctor completed the procedure with the fourth similar device. No patient injury was reported. On (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the jaw's coating of the third device was peeled off. There was no fragment of the third device in the patient. This is the medical device report which is related to the third subject device.